Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and an associated nonconformance was found. The nonconformance will be handled through mentor¿s quality system. Reason for device explant and/or reoperation: tissue expander deflation. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a primary breast reconstruction procedure with a mentor ce med height te 450cc tissue expander that deflated post implantation. Deflation of the left breast tissue expander was reported. As a result, the patient underwent explantation and replacement with an unspecified breast prosthesis on (B)(6) 2023.

Manufacturer narrative:
On 30-jan-2024, the mentor failure analysis lab received the device for evaluation. On 07-feb-2024, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, the patient experienced a deflation in the tissue expander. The product was returned to mentor for evaluation. Mentor conducted a visual inspection, leak testing and microscopic examination of the returned device. During visual analysis of the returned sample, no apparent damage or visual anomalies were observed. Leak testing was performed, according to mentor procedure, and it was noted a tear between the union of the shell and bladder. Microscopic examination was performed, and the cause of the tear could not be identified. A manufacturing record evaluation was performed for the finished device batch number, and a nonconformance was identified with the reported lot. However, the nonconformance was not related to the functionality of the finished good and was not related to the failure mode. The patient should be advised that vigorous body movement (e.g., physical exercise) or excessive manipulation or trauma in the region of the expander may cause stress to the device and result in subsequent deflation. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Manufacturer¿s reference number: (B)(4).